Event description:
It was reported that during central processing procedure, the monopolar curved scissors (mcs) instrument exhibited a heat staining, the or is not comfortable using these scissors with staining because they cannot tell if it is bioburden or not. The customer reported event had no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.